Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The coil springs and the connector clips that attach the head and foot section together have both lost tension.